Event description:
The operating room manager at the clinic, reported the following event to the sales rep., during a surgery, when reaming the bone, the reamer fractured. There was no delay and no impact for the patient.

Event description:
The or manager at the clinic, reported the following event to the sales rep., during a surgery, when reaming the bone, the reamer fractured. There was no delay and no impact for the patient.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported issue was confirmed. No deviations were found during review of the manufacturing and inspection documents. The item returned was documented as having met specifications prior to distribution. The uncoiled outer spiral was caused by usage in counter-clockwise direction; the outer spiral is right-wound, so a usage to the left direction (counter-clockwise) leads to an unwinding of the outer spiral. Furthermore the inner spiral is left-wound; it becomes constricted in counter-clockwise direction. Usage in counter-clockwise direction is addressed as warning and precaution in the IFU. The adapter broke due to bending and torsional overload.